Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two (2) product samples were received for evaluation. Both devices were subjected to cuff symmetry testing. In each case, the cuffs were determined to meet the acceptance criteria. Based on these findings, this complaint issue could not be confirmed as a manufacturing issue, nor would these products be considered rejectable. No corrections or corrective actions are deemed necessary at this time. Root cause cannot be determined as the samples were successfully tested and no discrepancies were detected.

Event description:
It was reported that there was asymmetrical filling of cuff on a custom trach for the patient. Discovered during testing. There was no patient injury reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.